Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffers from pain, discomfort, lack of mobility, metalosis, psuedotumors that created bone and tissue damage, inflammation and metal toxicity.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/27/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup and black powder around the trunnion (there was no mention of any corrosion). The revision operative note didn't indicate there was any metallosis or pseudotumor. There is no new additional information that would affect the existing investigation. The complaint was updated on:11/13/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.